Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 241 mg/dl, 141 mg/dl, and 48 mg/dl. Low blood glucose symptoms were reported with these results; customer consumed bread "exchange" and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.